Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that, while suctioning a patient, this 980 ventilator displayed an error code for backup ventilation (buv). The device was not available for evaluation. The reported issue was addressed remotely. When the customer reached out to technical support personnel for help, the technical support personnel advised the customer to perform extended self test (est) to clear alarm "error" code. With the information available, the cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while suctioning a patient, this 980 ventilator displayed an error code for backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.